Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and the blood glucose (bg) level was in the 400 mg/dl range with ketones. The customer delivered a correction bolus and when the bg was not lowering, the customer went to the emergency room (ER). The customer was treated with intravenous fluids and insulin. The customer left the emergency room in stable condition with a bg level of 192 mg/dl. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.